Event description:
The pt received his scs system on (B)(6) 2009. It was reported the pt had stimulation, but the communication between the charger and the ipg had become intermittent. The slightest movement would cause communication to be lost. A new charger was sent to the pt. Attempts to determine if the new charger resolved the issue have been unsuccessful.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.